Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = lab manager g4: PMA/510(k) number = k171764 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact for the diagnostic portion of an unspecified procedure, an amplatz ultra-stiff support wire guide "felt gritty" upon opening the package. The wire was not used. A second amplatz ultra-stiff support wire guide reportedly felt similar but was wiped off and felt better; therefore, the second wire was used for the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, prior to patient contact for the diagnostic portion of an unspecified procedure, an amplatz ultra-stiff support wire guide "felt gritty" upon opening the package. The wire was not used. A second amplatz ultra-stiff support wire guide reportedly felt similar but was wiped off and felt better; therefore, the second wire was used for the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 05feb2024. Flaking of the wire was not seen; however, something was felt on the wire, which was able to be wiped off with multiple wet gauze. The issue was observed a few centimeters into the stiff wire, just past the transition between the stiff wire and the floppy tip. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned device was conducted as well. The complaint device was returned to cook for investigation. There were no issues with the coating were noted. The incident was unable to be replicated. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states, ¿flush the wire guide holder by attaching a syringe with heparinized saline or sterile water to the fitting of the wire guide holder. Inject enough solution to wet the wire guide surface entirely.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, the exact conditions experienced during the event cannot be duplicated, therefore, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05feb2024. Flaking of the wire was not seen; however, something was felt on the wire, which was able to be wiped off with multiple wet gauze. The issue was observed a few centimeters into the stiff wire, just past the transition between the stiff wire and the floppy tip.